Event description:
It was reported that a patient death occurred. A percutaneous coronary transluminal coronary angioplasty (ptca) was performed on an 80% stenosed target lesion located in the non-tortuous and non-calcified right coronary artery (rca). A 24 x 3.00 promus elite stent was advanced without encountering any significant resistance and was deployed in the rca. Subsequently, the patient passed away. It was further corrected that the target lesion was not located in the rca, but was located in the left anterior descending artery (lad).

Manufacturer narrative:
B3 age at time of event: 18 years or older. Correction: b2 date of death, b3 date of event: procedure and event date, and d6a implant date: from (B)(6) 2021 change to (B)(6) 2021. B5: from lesion site from rca to lad.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a patient death occurred. A percutaneous coronary transluminal coronary angioplasty (ptca) was performed on an 80% stenosed target lesion located in the non-tortuous and non-calcified right coronary artery (rca). A 24 x 3.00 promus elite stent was advanced without encountering any significant resistance and was deployed in the rca. Subsequently, the patient passed away.